Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # 574c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history revie: a manufacturing record evaluation was performed for the finished device batch number 574c93, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. The stapler was meant to be used for appendicectomy. The op nurse loaded the device normally. The stapler would not fire, and we took a replacement one which worked normally. Did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. The opening and closing mechanism worked properly. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequence, we used a replacement of the same instrument we had and the replacement one worked normally. The operation was delayed for 5 minutes. What is the most current patient health status? Normal, postoperative.

Event description:
It was reported that during an unk procedure, the blade didn´t work correctly and the handle of the device beached. No patient consequences reported.